Event description:
The device was explanted in 2001. The patient's complete experience prior to device explantation is unknown. However, it is known that pt suffered from infection. There were no reports of ics performance problems prior to device explantation.